Event description:
It was reported there were high impedances at implant. The lead was first connected to the 0-7 port on the stimulator and impedances were >40,000 ohms on contact 4 and 6. "A lot" of other contacts had impedances in the 3000 ohm range. The lead was then switched to the 8-15 port on the stimulator and impedances were again >40,000 ohms on contact 12 and 14. The physician had had difficultly placing the lead and had used a dye/contrast media in the epidural space for visual purposes. Following the implant, the impedance issue remained. The device was reprogrammed around the high impedances, and the patient was receiving "very" pleasant and adequate stimulation.

Manufacturer narrative:
Lead: model 3778-60, lot #v801510022, implanted: 2011 (B)(6). Recharger: model 37752, serial# (B)(4). Programmer: model 37743, serial# (B)(4). Neuro adaptor: model 3550-39, lot# n268543, implanted: 2011 (B)(6). Neuro adaptor: model 3550-29, lot# n265480, implanted: 2011 (B)(6).